Event description:
A hospital in (B)(4) reported via a distributor that there was a hole in the expiratory limb of an rt235 infant dual-heated evaqua breathing circuit, causing it to leak. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The evaqua (expiratory) tube was pressure tested and visually inspected. Results: the pressure test result was outside the required specification. Visual inspection revealed that the evaqua tube was punctured about 140mm from the patient end. A lot check revealed no other complaints of this nature for lot number 120120. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured by a sharp object during use. All rt235 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube; however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt235 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).